Event description:
Pt contacted dexcom technical support on (B)(6) 2012 to report that she had been experiencing an allergic reaction to the sensor's adhesive. Pt's skin becomes red, itchy, peels off with the sensor removal and scars with the sensor wear. Pt has tried to use multiple off-shelf wound dressing barriers to no avail. At the time of her call to dexcom technical support, pt reports that she had discontinued cgm wear. Dexcom technical support tried to contact pt multiple times to collect further info around the issue but has not been able to reach the pt.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.